Manufacturer narrative:
The contact reported that the customer's blood glucose returned to the target level after the pump replacement.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels. The pump supplies have been change multiple times. Bolus deliveries did not lower the bg level. The customer's parent assisted the customer with the treatment. During troubleshooting with tandem technical support, the pump history was reviewed and incomplete bolus alerts were found and the contact confirmed that the boluses had been successfully delivered. The contact did not think the pump was delivering insulin as the customer's bg level declined when the customer was reverted to using insulin injections for insulin therapy. The customer was to use insulin injections for insulin therapy.